Event description:
It was reported that the catheter is "breaking and is out flowing on the extension and in the y junction."

Manufacturer narrative:
An investigation has been initiated. Requests have been made for add'l info and samples. Once our investigation is complete a final report will be submitted.